Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain and some swelling where the ipg is located. It was also noted that the patient could not charge the ipg and it was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. Device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and some swelling where the ipg is located. It was also noted that the patient could not charge the ipg and it was no longer working. The patient will undergo a revision procedure wherein the ipg will be replaced.